Event description:
Day nurse reported to charge nurse, that the "PICC tubing was not being secured by white tape and the PICC's pink anchor is exposed over the tegaderm." Night charge nurse went to assess PICC line and tegaderm is lifted with visible fluid under dressing. X-ray obtained for placement, charge started to "think the PICC has come out." Day charge redressed PICC and placed a flush on end of PICC and then saw that the line was cracked due to fluid squirting about the lumen.